Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device met release criteria and was implanted in the laa of the patient. Within 24 hours of the procedure the closure device had embolized into the left ventricle and subsequently was stuck in the left ventricular outflow tract. The patient was brought in for open heart surgery to remove the closure device. The surgery went well and there were no complications. The closure device was removed from the patient. The patient is doing well following these events.